Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is experiencing an increased recharge burden and a replacement charging system did not resolve the issue. The patient underwent surgical intervention on (B)(6) 016 where the ipg was removed and replaced. Therapy was resumed postoperatively.